Event description:
It was reported that a request was made to have data from this pacemaker analyzed. Previous follow-up exhibited 9.5 years left, the most recent follow-up had 4 years left. Data analysis showed the battery appeared to be depleting more quickly than expected. The device remains in service but replacement was recommended. A follow-up was scheduled in the future to compare another analysis and see what course of action to take. No adverse patient effects were reported.

Manufacturer narrative:
The allegations were confirmed by data analysis as the product has not been returned for analysis. The conclusion was selected because analysis of device data found higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause.

Event description:
It was reported that a request was made to have data from this pacemaker analyzed. Previous follow-up exhibited 9.5 years left, the most recent follow-up had 4 years left. Data analysis showed the battery appeared to be depleting more quickly than expected. The device remains in service but replacement was recommended. A follow-up was scheduled in the future to compare another analysis and see what course of action to take. No adverse patient effects were reported.